Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is incorrectly connected temperature cable. However this cannot be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "connections: 1) use only medivance approved cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun¿ temperature management system so that access to the power cord is not restricted." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the caller stated they were swapping from an arctic sun device due to an alert that the patient was not cooling. They noted a lot of dust accumulated in the back of the device. They were trying to start therapy on a second device, and they got a red alarm then. It was an alarm 14 (patient temperature 1 probe out of range). Sounded like they reseated the probe properly because the device began to read patient temperature was 38.1c. Closed alarm and restarted therapy. They would have biomed pick up the previous device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the caller stated they were swapping from an arctic sun device due to an alert that the patient was not cooling. They noted a lot of dust accumulated in the back of the device. They were trying to start therapy on a second device, and they got a red alarm then. It was an alarm 14 (patient temperature 1 probe out of range). Sounded like they reseated the probe properly because the device began to read patient temperature was 38.1c. Closed alarm and restarted therapy. They would have biomed pick up the previous device.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is incorrectly connected temperature cable. However this cannot be confirmed. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "connections 1) use only medivance approved cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun¿ temperature management system so that access to the power cord is not restricted." UDI related data quality updates only: the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller stated they were swapping from an arctic sun device due to an alert that the patient was not cooling. They noted a lot of dust accumulated in the back of the device. They were trying to start therapy on a second device and they got a red alarm then. It was an alarm 14 (patient temperature 1 probe out of range). Sounded like they reseated the probe properly because the device began to read patient temperature was (38.1c). Closed alarm and restarted therapy . They would have biomed pick up the previous device.